Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Isi performed a review of the site's system log for the reported procedure date and found that the second vessel sealer instrument(480322-06, m10160115-0017) had more than 100 events logged with no significant abnormalities. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the provided information, this complaint is being reported due to following conclusions: the endowrist one vessel sealer instrument allegedly was not sealing during a colon resection procedure. No adverse event occurred as result of the reported issue. There was no allegation of any injuries. The reported event related to the first endowrist one vessel sealer instrument has been reported in the MDR with (B)(6).

Event description:
It was reported that during a da vinci assisted colon resection procedure, the endowrist one vessel sealer (vs) instrument was not sealing. The surgical staff tried two different vs instruments with no change. The surgical staff stated that the monopolar and bipolar instruments were working normal. The surgical staff was able to move the vs instrument in following mode but there was no sealing activation. They indicated that the erbe generator was making a noise like it was sealing but there was no tissue effect. There was no report of any patient harm, adverse outcome or injury as a result of this reported event. On (B)(6) 2016, intuitive surgical inc. (Isi) followed up with the reporter who initially reported this complaint. According to the reporter, the first vessel sealer instrument was not working so they switched to a second vs instrument but that worked very slowly. The reporter stated that the surgeon ended up using a covidien force triad to complete the procedure. Erbe generator did not generate any error messages and/or tones and the reporter was unsure if the sealing cycle/tone was greater than 30 seconds but stated that there was very little tissue effect. The surgeon received the audible sealing beeps/tones from the erbe generator indicating a completed sealing cycle, but unsure if the master grips closed tightly on the vessel and in seal mode. The reporter stated that the target tissue was not thick tissue, the vessels were not excess of 7mm in diameter/or in a thick tissue bundle and vessels were not calcified. There was no video recording of the procedure. The reporter was unsure if the instruments will return to isi for failure analysis.